Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the ipg could not communicate with the external devices. The ipg was confirmed inoperable. The patient reportedly, consulted with the pain management physician. Surgical intervention is pending to address the issue.